Manufacturer narrative:
The customer¿s experience of error code 121.2000 while on a patient was confirmed and replicated. The pcu event log shows four devices were attached to the pcu at the time of the reported event, however only one device was actually infusing when the error occurred. Pump module s/n (B)(4) was in use and infusing maintenance ivf (drugid 6) at a rate of 100ml/hr). At 5:30:09 am on 03 december 2018, the log shows that the pcu toggled rapidly between (B)(4) power and ac power and this is believed to be when the facility performed generator testing. At 5:30:10 am, the pcu alarmed error code 121.2000.2 (power supply processor communications). Functional testing performed was able to mimic the facilities generator testing and replicate the experienced error code 121.2000.2 (power supply processor communications. The technical service manual states that this occurs when the power supply processor quits responding and the power supply board should be replaced. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported getting a 121.2000 error code on the pcu while infusing pca dilaudid to a patient. After a generator test at the facility and switching back to normal power this error code was displayed. The clinical staff cycled the power and continued to use on the same patient. There was no patient harm.